Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2009: the patient presented with severe foraminal stenosis at l5-s1 bilaterally. Segmental instability with intractable back pain and radiculopathy, l5-s1, with foraminal stenosis. Left sacroiliac pain, severe sacroiliac degeneration. Degenerative disc disease of l5-s1. The patient underwent the following procedures: anterior lumbar fusion. Application of femoral ring allograft. Application of cancellous/bmp. Use of neural monitoring. Posterior lumbar fusion, l5-s1, with inter-segmental fixation using classic facet screws. Cancellous allografting. Laft sacroiliac arthrodesis. Anterior exposure for the discectomy, bony fusion l5-s1. As per op-notes, ¿..a retro-peritoneal approach was performed within the bifurcation of the great vessels. An anterior annulotomy approximately 2 cm across was made and curetted down to healthy bleeding bone preserving the endplates. Each of the left and right corner was grafted with 3 ml of cancellous allograft/bmp mixed as: 120 ml of crushed cancellous allograft with an extra small, mixed in traditional fashion and morcellized into the graft. One gm of avitene was placed into the mixture. This was delivered to the disc space with 3 ml syringes and packed of the left and right. The disc space was redistricted. A 14 mm graft was taken from the bone bag, suitably shaped and rounded and filled with cancellous allograft/bmp and then impacted into place with excellent clinical appearance.. At the close of the case, the patient had an anterior lumbar fusion at l5-s1 using bmp/allograft, cancellous bone and bmp..¿ according to the second procedure, ¿..45 mm titanium screw with a flat washer was used to cross the facet joint . This was done on the patient¿s left and right side. The dorsal elements were then decorticated and grafted with the cancellous bmp which was the remainder of the graft from the anterior procedure. One hundred and twenty ml of the bone had been slightly moistened with 5 ml/ 30 ml of bone. Into this, 120 ml of allograft was morcellized. A spinal sponge was morcellized, the collagen sponge from an extra, extra small bmp, and then it was mixed with avitene and placed in 3 and 5 ml syringes for delivery to the wound. Across the dorsal elements of 5 and 1. The allograft bmp was placed. Further cancellous allograft/bmp of the same mixture was placed using 3 and 5 ml syringes to deliver to the wound and then was packed into the extra-articular recess distally¿allograft bmp was placed within the device and then dorsal to the device. ¿ no patient complications were reported in either procedure. On (B)(6) 2009, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013: the patient presented for an office visit. The CT scan dated (B)(6) 2009 indicated satisfactory position of the implants and copious amount of bone graft. On (B)(6) 2009: the patient underwent digital radiography status post hybrid lumbar fusion/ sacro-iliac fusion. On (B)(6) 2009: the patient presented for follow-up of hybrid procedure, l5-s1 and left sacro-iliac. The CT scan demonstrates satisfactory placement of the grafts and implant. However, conclusive fusion was not demonstrated. There was appearance of some nutritional deficiency. On (B)(6) 2010: the patient presented for an office visit with complaints of back and buttock pain on the right. On (B)(6) 2010: the patient underwent digital radiography to evaluate for low back pain. On (B)(6) 2010: the patient presented for an office visit for follow-up. The CT scan of the lumbar spine and sacro-iliac indicated no un-united circumstance. There were lucent lines around the femoral ring and unconvincing incorporation on the left s1. On (B)(6) 2011: the patient presented for an office visit with complaints of back and leg pain. The CT scan of (B)(6) 2011 indicated sacro-iliac fusion to be solid and that the l5-s1 fusion was not solid. On (B)(6) 2011: the patient presented for an office visit to discuss functional loss. The patient complained of ongoing back pain and bilateral lower extremity numbness. The review of CT scan demonstrated degenerative right sacroiliac joint and a non-union of l5-s1 fusion which left the patient with probable recurrence of foraminal stenosis. On (B)(6) 2011: the patient presented for an office visit for follow-up of non-union. On (B)(6) 2011: the patient presented for an office visit with severe back, low back pain and bilateral lower extremity radicular pain. The review of CT scan demonstrated the non-union, as well as the lateral recess stenosis at l4-5. On (B)(6) 2011: the patient presented for an office visit for evaluation of anticipating revision fusion/decompression of l4-5 and l5-s1.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion and left sacroiliac fusion surgery, and a posterior lumbar fusion surgery from vertebrae l4-s2, where only rhbmp-2 and collagen sponge were used. Severe pain and symptoms compelled patient to undergo a revision surgery.